Manufacturer narrative:
(B)(4). The sample was not available and the lot number was unknown, therefore no evaluation or batch review could be performed. The problem was not confirmed and the cause was undetermined. Sections d4 and a 510(k) number will not be provided in the emdr, because the product is unknown at this time.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) problem of ending therapy, this problem occurred during dwell 3 of 5. The technical service representative (tsr) assisted the home patient (hp) as the nurse (rn) was requesting end therapy assistance due to heater bag becoming disconnected during therapy. The tsr assisted as requested. The nurse (rn) would start with new supplies. The patient was involved but there was no patient injury or medical intervention reported. Baxter contacted the nurse on (B)(6) 2012. The nurse stated she did not know what caused the disconnection and it happened while the patient was sleeping. The nurse then stated she was at another hospital and had no further information to provide. No patient injury or medical intervention was reported.